Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 177 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor also, unable to perform basic occlusion test and occlusion test due to compromised force sensor system alarm. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, displacement test and rewind test. The insulin pump was received with severely scratched display window, cracked reservoir tube, cracked reservoir tube window and partially broken off reservoir tube lip.